Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4).

Event description:
It was reported that the implantable heart monitor recorded many false atrial tachycardia episodes. Other detection criteria within the device was used to see true episodes and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable heart monitor recorded many false atrial tachycardia episodes. Other detection criteria within the device was used to see true episodes and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.